Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer replaced all the electrodes and performed checks. The customer ran calibration, qc, and precision testing all were acceptable. This investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for two patients with the cobas 6000 c501 module. Patient 1: the initial na result was 112 mmol/l and the repeated result was 139 mmol/l. The initial cl result was 124.6 mmol/l and the repeated result was 103.6 mmol/l. Patient 2: the initial na result was 126 mmol/l and the repeated result was 144 mmol/l. The initial cl result was 114.5 mmol/l and the repeated result was 105.3 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.